Event description:
The customer was hospitalized for high blood glucose. Troubleshooting was performed and found the insulin pump had an error alarm, which cleared the settings. No additional information was provided at time of call.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.